Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and tenderness at the ipg site. It was noted that the patient had a change in stimulation pattern due to ipg migration. The patient underwent a pocket revision procedure and was doing well post-operatively.